Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature end of life indicator. The device was still in the box and had been exposed to cold temperatures. A firmware download successfully restored the device.